Event description:
Pre treatment, manual check of conductivity was 13.4. Following treatment initiation the conductivity displayed on screen was 14.1 during treatment length. Pt developed intermittent, severe cramps and disorientation. Pt was hospitalized. Hosp lab results of pt indicated severe electrolyte imbalance. Serum. Sodium 123, potassium 3.3.